Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional reported injecting evolysse form into the marionette lines and nasolabial folds of a patient. Approximately ten (10) days post injection, patient had hard masses/nodules in all areas treated. The hcp dissolved the product with one 1 vial of hylenex and patients had a complete resolution of symptoms.